Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right ventricular (rv) lead had dislodged. A few weeks later the rv lead was indicated to have unstable thresholds, oversensing/noise, and a possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.